Manufacturer narrative:
(B) (4).

Event description:
The patient experienced a sudden loss of stimulation sensation during a plane trip. The patient was seen in clinic. Her unit was still working, but she lost stimulation in the area where she is having pain. The field representative reprogrammed the implantable neurostimulator with little success. Impedances were good. An x-ray was taken and the leads appeared to be in place. The leads were replaced. The patient was no longer having problems with her implanted system.